Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5145377. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 9/20/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted (sensor location information not available). The cgm was reading 170 mg/dl and the blood glucose reading was 100 mg/dl. The cgm then read 95mg/dl for over an hour, but the patient started experiencing visual disturbances and lightheadedness. She did a fingerstick and it was 38 mg/dl. The patient was self-treated with a glucagon injection. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid no additional patient or event information is available.